Event description:
It was reported about 4 weeks after the implant date, the wires that went into the patient¿s head became infected. The patient was treated with antibiotics and they also tried to clean out the infection. The patient had the implant for 5-6 years before it had to be removed because, they could not get rid of the infection. The patient did not want to have the device removed because, it helped them so much.

Manufacturer narrative:
Product ID 7436, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient product ID 3387-40, lot# j0443941v, implanted: 2004 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3387-40, lot# j0443941v, implanted: 2004 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3387-40, lot# j0443941v, implanted: 2004 (B)(6); product type lead product ID 3387-40, lot# j0443941v, implanted: 2004 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748240, serial# (B)(4), implanted: 2004 (B)(6); product type extension. (B)(4).